Manufacturer narrative:
The pump has not been requested to be returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 09/19/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/27/2016 with the following findings: the black box showed dates from (B)(4) 2016. Due to continuous use of the pump, the black box data/histories for the event date have been overwritten. The pump booted to the verify screen with audible and vibratory features. An ezprime and 24hr duration test were successfully completed with no loss of primes duplicated. The total daily doses (tdd) added up correctly and reflected the users programmed basal rates. The pump passed delivery accuracy testing with no delivery defects found and was found to be delivering within the required range and delivering accurately. The pump cover was removed and there was no damage or moisture found internally. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the patient contacted animas alleging that the patient experienced a blood glucose (bg) of 338 mg/dl with exhaustion, polyuria, and polydypsia associated with multiple loss of prime warnings. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. It was reported that the pump emitted more than 3 loss of prime warnings in 30 days. During troubleshooting with customer technical support (cts), it was revealed that there was a sudden change of force or temperature while using the pump. This complaint is being reported because the patient allegedly experienced hyperglycemia related to use error in exposing the pump to sudden changes in force or temperature.